Event description:
The recipient reportedly developed an infection at the implant site and the internal device was extruding. The recipient developed an abscess pocket and was treated with antibiotics (type unk). The recipient's device was explanted. The recipient was not reimplanted. The recipient continues to be monitored.

Manufacturer narrative:
The recipient reportedly experienced post-operative drainage from the skin. The recipient then experienced post-auricular skin breakdown with electrode extrusion. The recipient was hospitalized (B)(6) 2015. The recipient was prescribed clindamycin 135mg three times a day on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain further information regarding the recipient's infection have been unsuccessful. The recipient's device was explanted for medical reasons. Recipient's status remains unknown. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.